Event description:
Customer reported the device trigger jammed during use. This was not relevant to the health of the patient. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection of device revealed trigger, slider was blocked and jammed due to components. The device was repaired and returned to customer on 11/20/2012. Placeholder.